Event description:
Reporter stated that pt's blood glucose was tested, using the suspect device, with a result of 414 mg/dl. Immediately there after, an additional sample was reportedly obtained from the same pt and when tested in a reference lab measured 158 mg/dl. Reporter indicated that no action was taken based on the value obtained on the suspect device. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.